Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event, but further information was unable to be obtained yet.

Event description:
It was reported a pericardial effusion (pe) occurred. During an atrial fibrillation ablation with farapulse procedure, a versacross connect for faradrive was selected for use. The versacross radio frequency (rf) wire was introduced with dilator and faradrive sheath for transseptal. It was noted that the wire was having difficulty crossing the septum. The rf was delivered multiple times. The wire was noted to be kinked and would not curl on itself. Thus, the transseptal was performed by replacing the device. During ablation, an effusion was noted. The patient was tapped and expected to be fully recover. In the physician opinion, the wire kink caused incorrect positioning of the transseptal. The device is not expected to be returned for analysis (disposed).